Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm noted. Pump trace download analysis confirmed the pump alarmed power loss alarm. The power management tool confirmed power loss alarm due to non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got low battery alert less than 1 week and unexpected battery power loss on insulin pump. Customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.